Event description:
The patient had sq insulin lantus ordered for administration in the ER. This medication is not stocked in our pyxis, so the medication was drawn up in pharmacy and given to me for administration. The needle from pharmacy is different from the ones we use in the ER, so I didn't notice that there was not safety mechanism (to cover sharps after administration) until after I gave the medication. After the pt. Was stuck, I recapped the needle (using the recommended "sweep" method), then placed two fingers on either side of the needle cap to secure it on the syringe. The needle then poked through the side of the cap and into my finger.